Manufacturer narrative:
One nanotite tm tapered certain® prevail® implant 5/4 x 10mm (niitp5410) was returned for investigation. Visual inspection of the as returned product identified that the implant is worn at the threads and collar. The internal drive feature is confirmed to contain the reported unknown screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown abutment screw fractured in a biomet implant. The fractured piece could not be removed. Therefore, the implant had to be removed. Tooth location 14.